Manufacturer narrative:
Section b5: medwatch form number: (B)(4). Previous pseudomonas lvad infection reported under MFR # 2916596-2021-06372 and MFR # 2916596-2020-03023. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported in a medwatch form that the patient with chronic pseudomonas left ventricular assist device (lvad) infection was admitted due to a confirmed pseudomonas lvad infection. No surgery was needed the time. Blood cultures cleared prior to hospital discharge and a course of cefepime was ordered by the physician.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pseudomonal bacteremia in (B)(6) 2020 that was suppressed with ciprofloxacin.